Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected weak battery alarms noted. Unit passed selftest, error test and displacement test. No unexpected error or reset alarms noted. Unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. All bolus programmed were delivered and stored at the bolus and daily total history screens. The easy bolus functioning properly. No bolus anomaly noted. Unit received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a bolus anomaly. The blood glucose at the time of the incident was 55 mg/dl. Troubleshooting was not performed. The device will be returned for analysis.